Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post market clinical follow-up was anonymous. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a medically indicated conversion surgery to tha performed on (B)(6) 2013 on the right hip, where redapt mod slvd stem 300mm sz 17 was implanted, the patient presented some granulation with expressible purulence in the inferior part of the surgery incision. A revision surgery was performed due to infection on (B)(6) 2016. It is unknown the devices that were explanted or implanted during that revision surgery. On (B)(6) 2016, 3 weeks after revision surgery, a wound dehiscence of 2 cm x 2 cm in the proximal zone of the incision and draining of cloudy material was reported. Previous to the revision surgery and the other complications, patient had presented antalgic gait pattern with use of walker as an assistive device on (B)(6) 2013, however no medical intervention was reported at the time. Patient outcome is unknown. This de-identified clinical data is related to a post market clinical follow-up activity for redapt sleeved mono stems. As the data collection activity has been done retrospectively and data is provided anonymized, the information provided is limited and further information cannot be obtained.